Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited intermittent loss of sensing. The patients medical condition was good, no intervention was performed.